Event description:
On (B)(6) 2012, the patient contacted animas alleging a keypad response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/30/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Unable to confirm or duplicate the compliant during the investigation. No damage was observed to the keypad. The up, down, ok and contrast keys are responsive to user input. Removal of the keypad cover showed no contamination under the up, down, ok or contrast key contacts. No button contact defects were observed. No self locking occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.